Manufacturer narrative:
Based on the current information provided, intuitive surgical, inc. (Isi) has not determined the root causes of the customer reported failure mode or the patient¿s operative complication. According to the csr, the site discarded the green stapler 45 reloads used during the reported event. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. The system logs show that one stapler 45 instrument (part #470298-10; lot #s10151222-0005) was installed 3 times, all with different green stapler 45 reloads. The first install did not have any clamp or fire attempts. The second and third installs resulted in completed firing with no incomplete clamps per the system logs. The system logs reveal that the stapler 45 instrument has been used in a subsequent da vinci-assisted surgical procedure. As of the date of this report, no additional complaints involving the stapler 45 instrument have been reported to isi. Based on the current information provided, this complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted lar procedure, the patient underwent an open surgical procedure to repair a staple line leak. However, at this time, the root cause of the staple line leak is unknown.

Event description:
It was reported that during the da vinci-assisted low anterior resection (lar) procedure, a green stapler 45 reload installed on a stapler 45 instrument allegedly fell off inside the patient. The surgical staff was able to remove the reload from the patient via a specimen bag. After the event occurred, the surgical staff installed a new reload and did not have any further issues getting the stapler 45 instrument to work. At an unspecified date post-operatively, the patient returned for an unspecified follow-up procedure to resolve a leak. According to the initial reporter, the green stapler 45 reload involved with the reported event is not available for return to intuitive surgical, inc. (Isi) for evaluation. The initial reporter did not know if the surgeon encountered any obstructions between the jaws of the stapler 45 instrument when the device was fired. In addition, the initial reporter did not know the condition of the target tissue involved with the ¿leak.¿ on 29-jun-2018, isi contacted the isi clinical sales representative (csr) and the following additional information regarding the reported event was obtained: the csr was not present during the surgical procedure which was not recorded on video. The surgeon informed the csr that the first green stapler 45 reload was installed onto the stapler 45 instrument with no issues. The instrument was then inserted into the patient. The surgeon indicated that she had touched tissue with the stapler 45 instrument but did not attempt to clamp down on tissue or fire the green stapler 45 reload. There were no instrument collisions. At a certain point, the green stapler 45 reload allegedly and unexpectedly fell off the stapler 45 instrument. The reload was retrieved and a new green stapler 45 reload was installed. According to the surgeon, two green stapler 45 reloads were successfully fired after the event occurred with no issues. There were no clamping, firing, or unclamping issues with the 2 reloads. There were also no error messages. The csr stated that the stapler 45 instrument was used for the transection of bowel on the distal end. An unspecified traditional laparoscopic stapler instrument was used to perform the transection of the bowel on the proximal end. This was done extra-corporeally. The anastomosis was completed using an ethicon stapler instrument. The surgical procedure was completed successfully with no intra-operative complications. After the procedure was completed, the patient was discharged on a unspecified date. On post-operative day #4, the patient returned to the hospital and a staple line leak was identified. The patient underwent an open surgical procedure to repair the staple line leak. The csr spoke to the surgeon about the post-operative complication and a root cause could not be identified. The surgeon could not determine if the leak involved a staple line from a stapler 45 reload or from a reload from one of the traditional laparoscopic stapler instruments. No further post-operative complications have been reported.